Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device 72 hours or longer. The patient felt pain, swelling and inflammation at the site (arm) and removed the pod. The patient noticed a 20 cm diameter abscess had formed with purulent discharge draining. The patient's blood glucose rose to 280 mg/dl and administered insulin injections for treatment. The patient went to the helios kliniken and saw dr horst schmidt, wiesbaden. The patient was given an infusion (patient does not know what the infusion was) and was prescribed amoxicillin clavulanic acid puren 875 mg/125 mg (take for 5 days) for treatment. The patient was released from the emergency room after 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.